Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) had flow issues during use, and complete occlusion was later observed. The following information was provided by the initial reporter: "I have an additional defective connector to report. I have yet to receive the kit, therefore, I will add this device to it as well. This device failed today, lot # (10)20046540, exp 4/20/2023. This device failed for the same reported reasons as previously reported defective connectors. This device was found prior to connection to a patient's piv."